Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the user released the handle after firing a staple, but it did not return to the original position during use. He/she replaced the stapler with a new unit, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No injury to the patient occurred". Associated MDR # 3003898360-2025-00721.

Event description:
It was reported that "the user released the handle after firing a staple, but it did not return to the original position during use. He/she replaced the stapler with a new unit, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No injury to the patient occurred". See associated MDR# 3003898360-2025-00721.

Manufacturer narrative:
(B)(4). Additional information received on 14 oct 2025 states that the correct product code is 528235. The lot number has been corrected to "unknown" the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. The stapler was returned with the trigger partially engaged, and there was no evidence of biological material on the device. One staple was partially formed in the mouth of the stapler. The stapler was received with 33 staples left in the cover block, indicating at least 2 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. The bottom component of the complaint sample was observed to be positioned incorrectly. A non-conformance was opened by the manufacturing site to further investigate this issue. Resistance was not felt at the trigger during functional testing; however, due to the observed defect it is possible the customer observed jamming and resistance prior to the return of the sample. No defects were observed with the frame or the pawl assembly. Die casting anomalies were observed on the forming tool. No additional abnormalities were observed. The reported complaint of "jamming - resistance felt at trigger" was confirmed based upon the sample received. The bottom component of the complaint sample was observed to be positioned incorrectly. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. Resistance was not felt at the trigger during functional testing; however, due to the observed defect it is possible the customer observed jamming and resistance prior to the return of the sample. No defects were observed with the frame or the pawl assembly. The stapler was received with 33 staples left in the cover block, indicating at least 2 staples were fired by the customer. A non-conformance was opened by the manufacturing site to further evaluate this issue. Die casting anomalies were observed on the forming tool. A device history record review could not be performed as no lot number was provided by the customer. Teleflex will continue to monitor and trend on complaints of this nature.